Event description:
As reported by the adjudication committee minutes received on 2012, a (B)(6) study patient experienced peri-procedural myocardial infarction. The indication for the index procedure was unstable angina pectoris. At that time, angiography revealed 80% stenosis to the proximal circumflex. The lesion was described as 8mm in length, class a and de novo. Reference vessel was 3.0mm in diameter. A 2.5 x 13mm at 12atm cypher rx stent was implanted by direct stenting. There was 0% post residual stenosis. There was no dissection and timi flow 3. At pre-procedure, the ck was 52 (232 u/l), the ck-mb was 1.0 (3.6 ng/ml) and troponin was 0.01(0.05 ng/ml). At 6 to 12 hours post procedure, the ck was 40, the ck-mb was 1.7 and troponin I was 0.63. At 16 to 24 hours post procedure, the ck was 50, the ck-mb was 2.3 and troponin I was 0.69. An unscheduled troponin on (B)(6) 2010 was 0.62. There were no other procedural complications and the patient was discharged two days later from the index procedure. Per the investigator, there had been no adverse events. Based on the adjudication minutes, the committee determined that the patient experienced a peri-procedure myocardial infarction based on the elevated cardiac enzymes. The committee reported the event to being related to the target vessel, related to the device and related to the procedure.

Manufacturer narrative:
Concomitant medications: synthroid 125mg three time a week, ultram 50mg prn, zantac 150mg qd, zyrtec 10mg prn, albuterol 180mcg, adavair diskus 250/50 mcg bid, avapro 300 mg qd, calcium 500mg bid, clonidine 0.1 mg qd, flonase 1 spray bid, lasix 40mg qd, lidoderm 1 patch qd, lipitor 10mg qd and asprin 81mg qd. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient suffered a peri-procedural mi. This is a (B)(6) female with medical history including dyslipidemia and hypertension. The indication for the index procedure was a (B)(4) study with angina. Angiography revealed a 80% stenosis in the proximal lcx. In (B)(6) 2009, the index procedure was performed for treatment of one target lesion. A single stent placement was successfully completed. The core lab identified the target site in the distal lcx and indicated that the stenosis was less than 50% by qca and reported a 20% residual stenosis, no dissection and timi 3 flow. Pre-procedure, the ck was 52, the ckmb was 1 and troponin was 0.01. Post procedure the ck was 40, the ckmb was 1.7 and the troponin was 0.63. The next set of enzymes was the ck was 50, the ckmb was 2.3 and the troponin was 0.69. The final set of enzymes was a troponin of 0.62; the ck and ckmb were not measured. The cec committee has deemed this enzyme elevation to be an arc peri-procedural pci, thus the file was coded for an mi. The ECG core lab report is unavailable. Additional information was requested; however, the site responded that there had been no adverse events per pi and no additional source documents were available. The post procedure course was uncomplicated and the patient was discharged the day after the procedure on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15115514 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics, and procedural factors may have contributed to the event.